Event description:
The customer observed a falsely elevated potassium generated on the architect c4000 processing module for multiple samples. The following data was provided: sample 1: initial result = 6.6 mmol/l, repeat = 4.2 mmol/l, repeat on another instrument = 4.3 mmol/l. Sample 2: sid (B)(6) initial result = 6.75 mmol/l, repeat = 4.5 mmol/l, repeat on another architect = 4.55 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the ict modle which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict modle did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the ict modle was identified.